Event description:
It was reported that "the arthroplasty was revised due to loosening, stiffness, and a patellar instability. The femoral and tibial components were revised. The components were implanted in situ for 2.2y." Reported devices were implanted in 2006 and explanted in 2008.

Manufacturer narrative:
An eval of the device cannot be performed. Neither the device nor additional info is available from the research facility. If additional info is available from the research facility. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-00045 and MFR # 9610726-2010-00026.